Manufacturer narrative:
Visual analysis of receipt: 6/30/2016 - received the following devices. Two - used ch3367, 8" smallbore bifuse ext set w/2 microclave clear, 2 clamps, spiros, lot# unknown. One - used ICU transfer set. One - used exactamix 500ml IV bag. One - used baxter 100ml IV bag. One - used mc332577" smallbore pressure infusion (400psig) bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer. One - used ch2000s spinning spiros lot number unknown. One - used plastic hemostat. Two - used carefusion pumpsets.. One - used bd 3ml syringe. Functional/visual testing: a used ch3367 smallbore bifuse extension set along with other noted devices were returned for investigation. The used ch3367 smallbore bifuse extension set did have a tube separation at the male spin luer bond. The male spin luer was not returned. The bond ring on the tubing suggest that the tubing was bonded into the male spin luer. Final analysis summary: the complaint of a tubing bond separation at the male spin luer of a ch3367, smallbore bifuse extension set was confirmed. The root cause was attributable to an isolated mfg. Assembly error where there was an insufficient seal between the handle / housing componentry. ICU medical has notified qa and manufacturing/assembly for their heightened awareness and training.

Event description:
Complaint received regarding one ch3367, 8" smallbore bifuse ext set w/2 microclave clear, 2 clamps, spiros, lot# unknown. The report states, "the tubing disconnected from the male luer resulting in a chemo leak." Unprotected chemo exposure reported.